Manufacturer narrative:
B3: event date is year valid. Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient with an implantable pump for non-malignant pain. It was reported that the handset was much quicker since they got the device replaced, but it was getting worse. The patient stated when they pushed the bolus button, the screen took about 5 seconds to go to 90 and then took about a minute and a half or sometimes longer to complete the cycle. When asked for the event date, the caller said 'several months ago' and 'probably october or so'. The agent reviewed information and walked them through clearing the data. The caller confirmed that they were able to request a bolus without lag. Troubleshooting steps taken on the call resolved the issue. They caller was directed to call back for further assistance.